Event description:
An 8mm x 60m aurora biliary stent system was inserted into a patient for the treatment of a right superficial femoral artery lesion. The vessel morphology and the percentage of the stenosis are unknown. It is unknown if predialtion of the lesion was performed. Three aurora stents were sucessfully deployed. The 8mm x 60mm aurora stent was placed in target area proximal to the deployed stents. The physician attempted to deploy the stent, but the stent would only slightly expand at the tip. The physician removed the stent and delivery system from the patient. No clinical sequelae were reported and the patient if fine.

Manufacturer narrative:
Evaluation results: unapproved use of device (device is indicated for use in the biliar tree). Evaluation conclusions: device failure related to user handling (device is indicated for use in the biliary tree).